Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced resistance while loading the cartridge with insulin. Customer changed the syringe needle and was able to fill the cartridge with insulin. Subsequently, insulin began leaking from the cartridge septum. Customer's blood glucose level was 150 mg/dl. Customer was able to successfully load a new cartridge.